Event description:
It was reported that the customer had issues with five sensors. One sensor had a split needle. The sensors were coming out and the little plastic popped out. Her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis unable to confirm sensor complaint due to customer returning insertion needle dislodge already from sensor; no anomaly during visual inspection. Also performed a visual inspection and checked introducer needles for burrs/hooks and dull needles tip defects and none were found. Introducer needles passed per inspection.